Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that an advisory code was displayed and the aspiration/irrigation was poor during the procedure. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
Additional information: system: (unable to confirm/inconclusive/unable to determine) consumable: (met spec/inconclusive/no malf). The system operator¿s manual contains instructions for proper prime and setup. The system graphical user interface also prompts the user through all of the steps required to prime and tune the phaco handpiece appropriately. The system operators manual also states the following warning(s): adjusting aspiration rates or vacuum limits above the preset values, or lowering the intraocular pressure (iop) or IV pole below the preset values, may cause chamber shallowing or collapse which may result in patient injury. Ensure that appropriate system parameters and system settings are selected prior to starting the procedure. Parameter and system settings include, but are not limited to, ultrasound mode, ultrasound power, vacuum, aspiration flow rate, bottle height, iop, etc. If stream of fluid is weak or absent while filling test chamber, good fluidics response will be jeopardized. Good clinical practice dictates the testing for adequate irrigation and aspiration flow prior to entering the eye. Ensure that the tubings are not occluded during any phase of operation. If the handpiece test chamber is collapsed after tuning, there is a potential of low irrigation flow through the handpiece and may result in a fluidic imbalance. This, in turn, may cause a shallowing or collapsing of the anterior chamber. Good clinical practice dictates testing for adequate irrigation, aspiration flow, reflux, and operation as applicable for each handpiece prior to entering eye. There is no evidence that the design or manufacturing of the system contributed to the reported event.¿ product evaluation ¿ system. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. Product evaluation ¿ consumables. The consumable lot specific to this event is not known. Therefore, lot history and device history record (DHR) reviews are not possible. One wet active fluid management system (fms). Fms was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested and passed all aspects of functional testing. The sample reached a maximum vacuum within specification. The irrigation an aspiration flow rates were within specification. No system message codes were generated during testing. The system operator's manual provides information regard to ¿unable to achieve iop issues.¿ it should be noted that a system message code is typically related to the console and not the fms. Aspiration, phaco power, and vitrectomy cutting are disabled as a result of a system message as a safety measure. The root cause of this customer¿s complaint could not be determined as the returned sample met specifications. Manufacture will continue to monitor data for evidence of adverse trending and take further action, as appropriate. (B)(4).